Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported mechanical issue and a hole in pump tubing was unable to be confirmed through analysis. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visually inspection of the pump identified the tubing was cut down to the pump and not returned. The pump performed within all testing parameters during the functional testing. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device no longer working two weeks prior to the revision procedure. During the revision procedure cracks were observed in the pump tube. The ipp pump was explanted and replaced with a new ipp pump. The patient was stable following the procedure.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device no longer working two weeks prior to the revision procedure. During the revision procedure cracks were observed in the pump tube. The ipp pump was explanted and replaced with a new ipp pump. The patient was stable following the procedure.